Manufacturer narrative:
The device was returned to olympus for evaluation where the user¿s complaint was not confirmed. A visual inspection was performed, finding both lock levers and metal clips still attached to the (blue) plastic reprocessor connector. Olympus was unable to find any issues connecting the (blue) plastic connector tube device onto the a1 ports of the oer-elite reprocessor. Olympus connected and disconnected the connecting tube (blue) plastic connector multiple times on the a1 ports of the oer-elite reprocessor and no signs of the lock levers/metal clips and (blue) plastic connector coming off/popping off/coming apart. The click sound was verified and secured when connecting the blue plastic connector to the a1 port as well. There were minor scratches on the plastic (blue) connector and on the metal connector. There were minor scratches also noted on the plastic tube outside. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus that the connecting tube cannot be connected to the channel connector in the reprocessing bin. There is a metal clip in the clasps that falls off, causing the plastic ¿wings¿ to come off the connector. The reported problem was found during use. There was no harm or user injury reported due to the event. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record was unable to be performed due to the exact manufacturing date being unknown. The device was manufactured on an unknown day in february 2021 based of the 3 digit lot number. Based on the results of the investigation, it is likely that the event occurred due to the user not pushing the connecting tube into the connector until it clicks, or, the connecting tube was unable to be connected due to foreign material jamming the tube. The event can be prevented by following the instructions for use (IFU) which state: "IFU for maj-2114 preparation and inspection. Move the lock levers of the reprocessor side connector to make sure that they. Function properly and are not broken. IFU operation manual for oer-elite chapter 5 inspection and preparation before use inspecting the connectors caution connect each connector firmly by pushing until the connector clicks into place. After connection, pull the connector gently to confirm that it cannot be disconnected easily." Olympus will continue to monitor field performance for this device.